Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial# unknow, product type: programmer, patient product ID: m995402a001, lot# serial#: (B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was when trying to charge the implantable neurostimulator (ins) it would take the pt 2.5 hours starting close to 0%; after 2.5 hours they could only get the ins to charge to 30%. Since the ins would only charge to 30% the ins charge would not keep a charge very long. Pt said the issues started 3 months ago. Now the controller was not working at all. The pt went to get an MRI last night and they could not since the MRI tech could not get the controller to turn on. Pt said the controller went blank when nothing was plugged into the controller. The pt plugged the controller into the ac cord and nothing happen so they let it charge four or five hours; after that time they could not get it to turn on. Pt said the screen was gray on the controller but unresponsive. Pt notified their medtronic rep 3 months ago when the issue was acting up and today, the rep said to get a new paddle. During call pt verified no damage to the recharger telemetry module (rtm). The pt could not remove the controller battery from the controller and neither could their friends with them. Since the controll ER was responsive and they battery was stuck in the controller ps was requesting a new controller and controller battery. The issue was not resolved.